Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Occlusion alarms observed in alarm history on (B)(6) 2013. No data in black box from these dates due to continued use. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing. A force sensor calibration test confirmed the sensor is detecting correct force at (B)(4). An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump was not alarming for occlusions when infusion set cannulas are bent, resulting in elevated blood glucose (bg). The patient reportedly gave herself a correction injection. The patient stated that the morning of (B)(6) 2013 she experienced bg of 404 mg/dl with a ¿tingling sensation¿ at the insertion site. The patient stated she removed the set and found a bent cannula. The patient stated this issue with bent cannulas and no alarms resulting in elevated bg has occurred seven or eight times, and noted that in (B)(6) 2012 she was hospitalized for high bg due to a bent cannula. The patient did not provide details of the hospitalization. The reported bg excursion from the morning of (B)(6) 2013 does not meet criteria for a serious injury. This complaint is being reported due to the alleged hospitalization related to the pump not alarming for occlusions as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.